Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service representative replaced the batteries. The service representative also replaced the expired safety disk as part of preventive maintenance (pm). The service rep completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
During scheduled preventive maintenance (pm) by a getinge service representative, the batteries failed to reach the minimum run time of 135 minutes. No patient involvement reported. No adverse event reported.